Event description:
The physician reports performing cataract surgery with implantation of the mi60lus intraocular lens. One month postoperatively, the surgeon observed anterior capsule phimosis and lens decentration. Additional information has been requested.

Manufacturer narrative:
(B)(4).